Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system was frozen and the bio ID on the machine was not working for any users. A technical support specialist logged into the station and confirmed that the issue was resolved. The tss attempted to restart the station and verified that it was no longer going to a blue screen. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, biometric identifier was not working and station got stuck on care fusion screen. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, biometric identifier was not working and station got stuck on care fusion screen. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.